Event description:
I had minimally invasive surgery for a hysterectomy on (B)(6) 2012 for what was believed to be large fibroids. My uterus was morcellated to allow removal. When the pathology came back, it turned out that the "fibroid" was leiomyosarcoma. The morcellation released cancer cells throughout my body. I required 6 months of chemotherapy followed by radiation therapy. I was unable to work for most of 2012. I was hospitalized during (B)(6) 2012 for transfusions secondary to the chemotherapy. Surgery and later hospitalizations were both at (B)(6).